Event description:
It was reported that this right atrial (ra) lead exhibited higher ra pacing threshold measurements when pace impedance measurements were higher. When the ra pace impedance measurement was 1,360 ohms, non-capture was observed at 2v @ 0.4ms. When the ra pace impedance measurement was 415 ohms, the threshold measurement was 0.7v@ 0.4ms. There was no evidence of noise with isometrics, only the erratic impedance measurements. The physician wanted to increase ra output to 5v at 0.4 ms, but the patient ra paced 50 percent. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).